Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as an unidentified (tear) (shell thickness within specification). Observed, opening and broken in posterior. And anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: red particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Physician reported, a left side rupture. Diagnosed by ultrasound. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
The initial awareness date was amended to 26 oct 2021 as this is the date that abbvie was made aware of this case.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. The device was explanted and replaced with non-allergan device.

Event description:
Physician reported a left side rupture. The device was explanted.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.